Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis, elevated ldh, aortic insufficiency, and gastrointestinal bleeding could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. The heartmate ii lvas IFU (rev. C) lists bleeding, device thrombosis, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was clarified that the patient was admitted on (B)(6) 2018 and then underwent exchange on (B)(6) 2018. The patient was discharged on (B)(6) 2018.

Event description:
It was reported that the patient was first admitted on (B)(6) 2018. There were no changes to patient condition or anticoagulation status that may have contributed to thrombus. There were no changes to pump parameters that could have contributed to thrombus. The patient's lactate dehydrogenase (ldh) was 1013.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018. The patient was exchanged from a heartmate 2 (hm ii) to a heartmate 3 (hm3). The patient had a history of ischemic cardiomyopathy(icm) and implantable cardioverter-defibrillator (ICD). The patient had recent subtherapeutic international normalized ratio (inr) resulting in hematuria and lactate dehydrogenase (ldh) greater than 2000 u/l. An echocardiogram pre-implant showed moderate aortic insufficiency and thrombus versus pannus at inflow cannula. The pump was implanted. Ventricular fibrillation noted for several minutes during implant. Hm3 device was turned on at 3000 rpm and increased to 4000 rpm for de-airing through the graft suture line. Final suture placed at anastomosis. Blood products were given, pump rpm increased and cardiopulmonary bypass weaned. Chest tubes were placed, hemostasis achieved, chest closed and all incisions dressed. A postoperative echocardiogram showed no aortic insufficiency and inflow directed toward mitral valve. The patient was transferred to the intensive care unit (ICU) in stable condition.